Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead placement, multiple guidewires were used but were noted to not slide smoothly within the lumen. Flushing with saline was performed however ¿tackiness¿ persisted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh guidewire was able to be passed through the lead without any resistance and without any tacky feeling. If information is provided in the future, a supplemental report will be issued.